Event description:
Additional information was received that pacing impedance measurements were greater than 2,000 ohms. The root cause was not determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, the lv lead had appropriate capture when tested on a pacing system analyzer (psa), however, exhibited loss of capture (loc) and high pacing impedance measurements when connected to the crt-d. The lead was removed and replaced with another lead and appropriate capture and pacing impedance measurements were obtained. No adverse patient effects were reported. This lead was attempted, but not implanted and the crt-d remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.